Manufacturer narrative:
We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display due to moisture damaged at electronic assembly. The device was received with moisture damaged at motor assembly. The device was received scratched case, pillowing keypad overlay and cracked case behind the pump near the battery tube compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced off no power and moisture damage on the insulin pump. The customer's blood glucose value was 110 mg/dl. The customer stated that her daughter went swimming and the pump stopped working. The customer reported fluid in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.